Manufacturer narrative:
(B)(4): the device was not returned and the serial number of the device is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia coincident with automated peritoneal dialysis (pd) therapy. The cause and the location of the hernia was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. It was reported that the doctor had advised the patient to discontinue pd therapy due to the hernia. It was not reported if pd therapy was ongoing at the time of this report. No further information was provided regarding the outcome of this event. No additional information is available.